Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the connector pin measuring 56.7cm was returned in two segments for analysis. External insulation abrasion was noted at 16.6-16.7cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.